Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed to stay close and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed and required maintenance. A field service engineer found no failure and mentioned that the customer was able to recover failed insulin. The fse ejected cubies in drawers 1.1 and 1.2, removing all debris. There was a lot of debris around cubies that had insulin. Insulin bottles in cubie a1 were standing up, which interfered with the closing of the cubie lid. The fse advised the customer that insulin bottles cannot be stood up in the cubie. The customer successfully tested the drawers and all cubies that contained insulin. A field service engineer tested the drawers in a hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.